Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) could no longer deflate the implant. It was noted that there was trouble inflating and deflating the device. The physician thought maybe it was due to a "sticky pump". The ipp was explanted and replaced. There were no patient complications reported.